Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that patient was implanted with scs system that therapy was ineffective, patient underwent drg system implant for same pain and scs system was left implanted. Patient now has new pain in which surgical intervention was undertaken on (B)(6) 2023 wherein original scs system was explanted and a new scs system was implanted.